Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, and while the patient was breathing, the 980 ventilator didn't recognize the patient's efforts and went into apnea ventilation. The patient remained on the ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and verified the reported issue. The customer was instructed on esens parameter settings. The se performed extended self-testing on the device and all tests passed.